Event description:
It was reported that the patient experienced two allergic reactions resulting in abscesses, one on 19-apr-2023 and a second one on (B)(6) 2023 while using the rapid headsets. The customer was hospitalized and the abscesses were removed. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : material discarded.